Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the doctor explored the pump system in the operating room and they were unable to withdraw fluid from the cap (catheter access port) and there was also no spontaneous fluid dripping from the catheter when disconnected from the pump. The doctor opened the back incision and noticed a kink by the anchor. The doctor relieved the kink and the catheter flowed spontaneously. The doctor trimmed the proximal portion of the catheter from the pump connector to the kink and replaced that section of the catheter with an 8784.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial#: (B)(4) , implanted: (B)(6) 2019 , product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 31-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. On (B)(6) 2020 it was reported that last week during the patient¿s last pump refill they got back 32 ml and were expecting 17 ml. According to the staff at his group home, they reported that patient had an increase in spasticity the last few weeks. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were read but came back normal with no pump stalls. A cap (catheter access port) procedure was performed today ((B)(6) 2020) and the physician was not able to get any csf (cerebrospinal fluid) return. A catheter revision was planned for (B)(6) 2020. The issue was not resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.